Event description:
Reportedly, it was informed that the product was leaking during the use. No patient injury was reported.

Manufacturer narrative:
The investigation determined the issues was most likely caused by a pre- analytic issue recommendations were made for the user to follow the tube manufacturer's recommendations for sample handling and centrifugation.

Event description:
The user had a pt heparinized plasma sample recover a potassium of 2.7 mmol per l. The user repeated the sample three times with the same result, so they reported the result of 2.7 mmol per l. The physician did not treat the pt but had him come back to be redrawn on (B) (6) 2009. This sample gave a potassium result of 3.5 mmol per l on the plasma sample and 3.6 mmol per l on the serum sample. The user then pulled and retested the original plasma sample and recovered 3.3 twice and 3.0 mmol per l. It was noted the potassium electrode had been installed on (B) (6) 2009 and the "install by" date was stated as (B) (6) 2009. The field service rep could not find a cause. He checked all the ise parameters, wash time, segment time and the mix and dry with all results within limits. He performed a check tests on probe c which was okay. He noted the only problem found was the mix and dry was slightly elevated and he adjusted it to correct the values. To verify the analyzer operation, he ran precision testing with acceptable results.